Event description:
During review of the programming history it was found that on (B)(6) 2006 a faulted system diagnostics test changed the patient's settings unintentionally. The settings were corrected prior to the patient leaving the office visit but the off time was left at a non-efficacious setting.

Manufacturer narrative:
Corrected data: this information was inadvertently reported incorrectly on initial MFR. Report.